Event description:
During turp, tip of laser was noted as having broken off as light beam was pointing straight rather than to the side. Procedure was halted, broken part retrieved, instrument and equipment replaced and surgery continued. Equipment with problem was sequestered and given to risk mgr on 3/3/94. Co contacted 3/3/94. Pt was not injured and suffered no sequelae.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: other. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.